Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-16837. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited noise. Noise could not be reproduced with isometrics in the clinic. No intervention was performed; the physician attributed the noise to an external source. The patient was stable throughout.